Event description:
It was reported that the smartsite needle-free valve leaked after 1 hr . The user stated that during blood draws and every time the user access the transfer device( syringe) the valve would fill with blood and leak outside of the injection cap. The customer reported that there was no report of patient harm.the event occurred in the pediatric infusion clinic.

Manufacturer narrative:
The customer¿s report that the blue area of injection cap was full of blood was confirmed as received. The customer¿s report that the smartsite connector leaked was not confirmed. During visual inspection a red/brown substance resembling blood was observed within the smartsite¿s clear housing, confirming the customer¿s report. Functional testing showed no anomalies. The root cause of the smartsite body filling with blood is identified as fluid being able to be drawn/pulled into the entrainment area/between the smartsite valve body housing and piston by capillary action. This is a known functionality of the smartsite valve in which this fluid does not enter the fluid path and requires no action. The root cause of the customer¿s report could not be determined as no leaks occurred with the received smartsite.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the smartsite needle-free valve leaked after 1 hr. The user stated that during blood draws and every time the user access the transfer device( syringe) the valve would fill with blood and leak outside of the injection cap. The customer reported that there was no report of patient harm. The event occurred in the pediatric infusion clinic.